Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using retention controls on a retention meter. Results (specified qc target range = 2.6-3.2 inr): qc 1 = 2.9 inr, qc 2 = 2.9 inr, qc 3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.0 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.45 inr. The patient's therapeutic range is 2.0 - 3.0 inr.